Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 errors were found in the history, and the occlusion limits were tested successfully. The display and buttons meet the specifications.

Event description:
Reporter stated the up and down buttons and the vibra alert have not functioned correctly for the past 1.5 years. It was also reported an e4 occlusion error appeared when the infusion set was not occluded, the infusion device turned off without providing an error message during a cartridge change, and the infusion device provided an acoustic alert and the display blinked but no error message was displayed. The infusion device was requested for evaluation. No physiological effects were reported.